Event description:
It was reported that the index procedure took place on (B)(6) 2009 during which a 3.0 x 12 mm promus was deployed in the 1st obtuse marginal artery. On (B)(6) 2012, 1138 days post index procedure, the patient was admitted with unclear chest pain. Angiography revealed 75% distal edge restenosis in the 1st obtuse marginal (om1). Balloon angioplasty was performed with a 5% residual stenosis. The patient was discharged the same day. On (B)(6) 2014, 1646 days post-index procedure, the patient was admitted with stable angina. Angiography revealed 90% stenosis in the 1st obtuse marginal artery which was treated with balloon angioplasty with a 10% residual stenosis. The event resolved the same date without any effects. The patient was discharged on (B)(6) 2014. No additional information was provided

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device issue, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.